Event description:
It was reported that the cylinders of this inflatable penile prosthesis did not reach the glans and the device was bulging out from one side of the shaft. This caused discomfort for the patient. He has discussed these issues with his physician. Per the patient, the physician stated he could repair it but would prefer not to intervene. The patient services specialist referred the patient back to his physician to discuss next steps. No further information was provided.

Manufacturer narrative:
B3. Date of event: unknown; therefore, the first day of the aware month was selected.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis did not reach the glans and the device was bulging out from one side of the shaft. This caused discomfort for the patient. He has discussed these issues with his physician. Per the patient, the physician stated he could repair it but would prefer not to intervene. The patient services specialist referred the patient back to his physician to discuss next steps. No further information was provided.

Manufacturer narrative:
A3a. Sex updated. B3. Date of event: unknown; therefore, the first day of the aware month was selected.